Manufacturer narrative:
Updated data: a2 b2 b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, the stroke was hemorrhagic and confirmed by patient symptoms (loss of consciousness and hemiparesis) and computed tomography (CT). Per the physician, the valve did not contribute to the stroke but due to various attempts to cross the calcified aortic arch the delivery catheter system (dcs) may have contributed to calcium displacement. The cause of the stroke was calcium displacement from the aortic arch. The patient was hospitalized and medical management was used to treat the stroke. The cause of death was due to the stroke.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. B2: the patient's date of death is approximate. Month and year are confirmed valid. Continuation of d10: product ID gwbc30 (lot: 92402847); product type: 0193-guidewire; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop23-29 (lot: 0012873637); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, during delivery catheter system (dcs) advancement, the dcs was difficult to advance through the patient's heavily calcified aortic arch. After several attempts, the dcs was able to pass and the valve was implanted. Following the implant procedure, the patient experienced a stroke and received treatment; however, the patient died.

Manufacturer narrative:
Image review: twenty-one media images were provided. There was no CT provided however an executive summary was provided. The patient¿s anatomy sizes per the instructions for use (IFU) for a 29 mm valve. A fluoroscopic valve check was provided and evidence shows the valve was considered a good load. Evidence shows the patient appears to have a heavily calcified aortic arch. Evidence supports a pre-implant dilation was done prior to the valve being inserted into the body. Balloon sizing was not provided therefore it cannot be confirmed the balloon was sized appropriately for the patients anatomy. Evidence supports the delivery system moving slowing around the arch of the aorta likely due to heavy calcification around the arch. Evidence also supports the guidewire appears to be tangled within the ventricle, which would not provide a strong support for the dcs while advancing it over the arch. It was reported that after several attempts, the dcs was able to pass and the valve was implanted. Evidence shows the valve deployed to the point of no recapture with a depth >5 mm on the non-coronary cusp (ncc). Per the IFU, a recapture is recommended when the valve is implanted >5 mm below the annulus. Evidence then shows the valve was fully released and a post-implant balloon dilatation was performed. There was no documentation provided of the post-implant bav used. It was reported that following the implant procedure, the patient experienced a stroke and received treatment; however, the patient died. Per the physician, the valve did not contribute to the stroke but due to various attempts to cross the calcified aortic arch the delivery catheter system (dcs) may have contributed to calcium displacement. The cause of the stroke was calcium displacement from the aortic arch. The patient was hospitalized, and medical management was used to treat the stroke. The cause of death was due to the stroke. Per the IFU: potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, stroke and death. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.